Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had not used the stimulation for 2 years prior to the report and that it was turned off. The ins system was explanted. No further complications were reported.

Manufacturer narrative:
Correction to implant date. If information is provided in the future, a supplemental report will be issued.